Manufacturer narrative:
As product was not returned, a DHR of the meter was requested. The device history review for meter sn (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint could not be confirmed. Freestyle lancets were not returned with original packaging and thus it could not be determined if the seal was broken or if tampering had taken place.

Event description:
Customer reported she did not have a lancing device to use with her freestyle lite blood glucose meter because the package appeared to have been previously opened and the lancing device was missing. She further reported experiencing weakness and went to bed on (B)(6), 2011 and woke up the next day ((B)(6) 2011) at 2:55 pm in the ambulance. It was further reported her mother found her unconscious and called the paramedics. A reading of 21 mg/dl was obtained by the paramedics on an unknown brand of meter. Customer was given oral glucose and transported to a local healthcare facility, where she was diagnosed with hypoglycemia and treated with additional glucose via intravenous infusion. A reading of 189 mg/dl was subsequently received at the hospital. There was no report of death or permanent injury associated with this event.